Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's allergic reaction/skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The customer reported an allergic reaction to the pods. The sites have a rash, raised welts, and are itchy. His doctor prescribed him a compound cream and flonase. Pod wear is longer than 48 hours.